Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported receiving elevated blood glucose levels with highest being 568 mg/dl. Pt stated he took a correction via the infusion device but blood glucose remained elevated. Pt reported he checked the infusion device and noticed a hair crack in the glass cartridge. Pt stated insulin flowed into the infusion device's cartridge compartment. Pt reported he changed the accessories, dried the cartridge compartment and took a correction via the infusion device. Pt stated in the night at 4:00 am, his wife woke up; found him cramping and unconscious with a blood glucose level of 17 mg/dl. Pt's normal blood glucose is 140 mg/dl. Pt reported the emergency, dr gave him an infusion with glucose; no stationary treatment was received. Pt disposed of the alleged insulin cartridge. No further info is available. Product was replaced and requested return of the infusion device for eval.